Manufacturer narrative:
(B)(4). Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
It was reported that the patient was seen by neurosurgery and had x-rays performed which revealed that one of their lead coils had came off the nerve. Additional information received noting that intervention is being taken for patient comfort and to avoid injury as the leads are dilated and off the nerve. It was also noted that the generator has migrated to the patient's lower chest and is causing pain. It was noted that the x-rays images were sent but they have not been reviewed by livanova to date. The electrode being off the patient's nerve was reported in MFR. Report # 1644487-2021-01566.

Event description:
A/p and lateral neck and chest x-rays were received and reviewed for the patient. The generator was present in the patient¿s lower left chest. The generator was oriented vertically and flipped over, supporting the allegation of generator migration. Due to the angle of the generator in the images provided and the quality of the images, it was difficult to assess whether the lead pin was fully inserted past the connector block. Based on the limited visibility of the generator in the x-rays, it appeared that the feedthrough wires were intact. The lead was observed in the neck and chest. It appears at least one electrode is detached from the nerve, as the negative electrode is not positioned directly above the positive electrode in the x-ray images. An incomplete strain relief bend was present. A strain relief loop was not present. The lead was secured by one tie-down near the electrode array at the strain relief bend. The lead wires appeared to be intact at the connector pin. While no gross fractures were observed, a portion of the lead was coiled upon itself in the lower chest above the generator. It appears that a lead discontinuity or potential short circuit condition may be present in this area of the lead; this could be a potential contributor to the report of chest pain. A portion of the lead appeared to be routed behind the generator and could not be assessed. Another portion of the lead was out of frame of the images provided. The patient¿s reported generator migration and electrode detachment from the nerve are supported by the observations in the x-ray images. What appears to be a potential lead discontinuity/short circuit condition was observed along the portion of the lead coiled in the patient¿s chest and could potentially be contributing to the report of pain in addition to the migration. The presence of microfractures and/or other lead discontinuities cannot be ruled out. No other relevant information has been received to date.